Event description:
Caller reported a cartridge alarm 20 occurring during pumping. Blood glucose level was not adversely impacted as it did not exceed 500 mg/dl. Caller was able to successfully load a new cartridge and resume insulin therapy without assistance, resolving the issue.